Manufacturer narrative:
The insulin pump alarmed during pump self test, no communication with the blood glucose meter and no communication with carleink due to faulty electrical component on the radio frequency board also, moisture damage was found on all electronic assemblies noted. The insulin pump passed displacement test. The insulin pump had cracked lcd window, cracked case at the display window corners, cracked reservoir tube lip, scratches on the reservoir tube window and cracked battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that they received a failed self-test alarm. The customer's blood glucose was unknown at the time of incident. The insulin pump will be returned for analysis.